Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:26:26. During night drain cycle four, the patient's ultrafiltration reading was 1996ml, indicating the home patient (hp) drained 1996ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.